Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented to the clinic for a magnetic resonance imaging (MRI) procedure. Upon ending up the interrogation of the pulse generator post MRI, it was noted that the pulse generator had exhibited error that it was still in MRI mode. No intervention was performed. The patient was in stable condition.